Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs), which resolved the issue. The ventilator passed self testing.

Event description:
The customer reported the ventilator's display was blank. The ventilator was not on a patient at the time of the event.